Manufacturer narrative:
On 10/30/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 10/23/2019, mentor received an update to the events submitted in the initial report. The update is as follows: during the explantation procedure, the surgeon discovered that the right-sided device was ruptured. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/8/2019, the product investigation was completed. Device investigation summary: during visual analysis of the sample, creases and a tear were observed in the anterior view, the tear measuring approximately 2.5 cm. Microscopic examination of the edges of the rupture revealed parallel striations. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events reported in the previous reports. The patient's preoperative diagnosis was capsular contracture baker grade IV. The replacement device was a 600cc mentor memorygel breast implant (catalog number 3506004bc, serial number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 600cc mentor memorygel breast implant (catalog number 3506004, serial number (B)(4)). Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 600cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade iii. The diagnosis was confirmed by a physician upon examination. As a result, the patient scheduled an explantation for (B)(6) 2019 and will replace with an unspecified breast implant.